Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solution center (tsc) to report a non-reproducible, higher than expected vitros troponin I es (tropi es) result was obtained from a single patient sample when tested using vitros tropi es lot 4680 on a vitros 5600 integrated system. Patient 1 vitros tropi es result of 0.563 ng/ml versus the expected result of < 0.012 ng/ml. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The non-reproducible, higher than expected vitros tropi es result was not reported from the laboratory and ortho has not been made aware of any allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4) and ivd (B)(4).

Manufacturer narrative:
The investigation has determined that a non-reproducible, higher than expected vitros troponin I es (tropi es) result was obtained from a single patient sample when tested using vitros tropi es lot 4680 on a vitros 5600 integrated system. A definitive cause of the event was not established. Historical qc fluid performance indicates a vitros tropi es lot 4680 performance issue is not a contributor to the event. However, the customer does not process a control fluid with a troponin I concentration at, or below the url. Therefore, the performance of the vitros tropi es reagent lot 4680 at, or below the url concentration of 0.034 ng/ml cannot be determined and a reagent issue could not be entirely ruled out as contributing to the event. However, ongoing tracking and trending of complaint data has not identified any signals to suggest there is a systemic quality issue with vitros tropi es reagent lot 4680. There was no evidence of an instrument malfunction. However, no diagnostic precision testing was conducted on the vitros 5600 integrated system when requested. Therefore, an instrument issue cannot be completely ruled out as a contributor to the event. The non-reproducible, higher than expected vitros tropi es result of 0.563 ng/ml on (B)(6) 2022 was posted with an em (expired maintenance) test code. Failure to perform scheduled maintenance actions on the vitros 5600 integrated system cannot be ruled out as a contributor to the event. In addition, pre-analytical sample processing could not be ruled out as a contributing factor as it was not possible to determine whether the customer was following the collection device manufacture¿s recommendation for sample centrifugation. Improper pre-analytical sample handling could have contributed to this event. It is possible that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed. Email address for contact office is (B)(4).